Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Event description:
It was reported that a day after the implant, the atrial lead dislodged and fell. The lead was explanted and a new lead was attempted. That lead also dislodged and would not stay in place. The lead was not used and a new lead was attempted. The third lead also dislodged and would not stay in place. That lead was not used and a new lead was implanted successfully. No patient complications have been reported as a result of this event.